Manufacturer narrative:
Device received with minor scratched lcd window. Device passed the displacement test, idle current test, run current test, self test and off no power test. Insulin pump received with normal operating currents. No blank display noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump screen was scratched and difficult. Customer¿s blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.